Event description:
In 06, abbott point of care was contacted by a customer to report that on 3/30/06 a pt's sample generated an I-state hematocrit result of 25% pcv. Within 2 hours, a new sample was collected from the pt and tested in the lab generating a hematocrit result of 37% pcv.